Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Implant was completed without fluid. A new ipp was implanted. No adverse patient effects. Additional information was requested, however no further information was available.